Event description:
During a rotator cuff revision of a button hole tear, the anchor broke at the eyelet. The surgeon did two side to side stitches to complete the repair. The original surgery was 5 months ago. The revision was to pull out the loose body (broken anchor). This was evident on the MRI and they removed it successfully and found that it had broke at the cobraid eyelet. Surgeon had pulled out the rest of the anchor and the other half was left in the bone. The patient still had a good healing response from the repair.

Manufacturer narrative:
No product is being returned for evaluation.